Manufacturer narrative:
(B)(4)

Event description:
The customer questioned results for 3 patients tested for elecsys troponin t stat assay (troponin t stat) on a cobas e 411 immunoassay analyzer. Based on the information provided, the results for 2 patients were erroneous. Patient 1 presented to the emergency department with pneumonia. A sample was obtained and the troponin t stat result was 0.020 ng/ml. A second sample was obtained 2 hours later and the result was 0.026 ng/ml. Two hours later, a 3rd sample was obtained and the result was 0.014 ng/ml. All 3 results were reported outside of the laboratory. Patient 1 was admitted to the hospital due to pneumonia and not a cardiac event. The patient was not admitted due to the questionable troponin t stat results. The transfer of patient 1 to the hospital was delayed due to the additional testing performed in the emergency department. No adverse event occurred due to this delay in transfer. Patient 1 is in stable condition. On (B)(6) 2017 patient 2 had a "positive" troponin t stat result. The actual result was not provided. The positive result for patient 2 was not reported outside of the laboratory. The customer stated that quality control (qc) results were within range for the reagent pack used for these tests; it was noted that there were only 5 tests left in the pack. The customer went to a standby pack for a different lot number that had acceptable calibration and qc. The customer repeated all 3 patient samples from patient 1 and the results were all <0.010 ng/ml with a data flag. The customer repeated the sample for patient 2 and the result was <0.010 ng/ml with a data flag. The results for patient 2 were delayed; however, the patient was not adversely affected. Patient 2 is ok. The troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service engineer (fse) visited the customer site and found the sample probe was misaligned. The probe was re-aligned and instrument tests were successful. The fse noted that the measuring cell needed to be replaced. The fse re-visited the customer site and replaced the measuring cell. The issue has not recurred since the fse replaced the measuring cell.

Manufacturer narrative:
The repeat results from (B)(6) 2017 were believed to be correct.